Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Log file analysis revealed that the pump's power consumption was within the normal operating range and no alarms have been logged in the last 14 days until (B)(6) 2018. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted for left sided weakness and facial droop. It was reported the patient had a transient ischemic attack (tia). Five days later it was noted the patient was doing okay with stable creatinine, an lactate dehydrogenase (ldh) of 1500 with hematuria. A ramp study showed no changes in the left ventricular internal diameter in diastole and patient had an abnormal ventricular assist device (vad) auscultation. The patient had an international normalized ratio (inr) of 2.9 and was started on IV anticoagulant therapy. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.